Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got no delivery alarm during prime/fill procedure. The customer's blood glucose was 239.4 mg/dl at the time of the incident. While filling loading of reservoir went well, but tube fill turns immediately into a 'no delivery alarm'. Product will not be returned for analysis.

Manufacturer narrative:
Device alarmed insulin flow blocked during seating due to moisture damage found on the force sensor and electronic assembly. Unable to perform the displacement test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test due to unexpected insulin flow blocked alarm. Moisture damage on the electronic assembly, battery tube and motor assembly also noted during visual inspection.